Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 24 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, x-ray revealed small shinny round pieces in patient¿s colon. During investigation found out those pieces might be from the nasojejunal (nj) tube as weights in nj tube looks similar to the pieces to x-ray image. Feeding tube might have ruptured and pieces moved through. Per additional information received on 04jul2024, it was not noticed if the tube was damaged upon removal. Multiple abdominal x-rays were performed to track object. The tube was in placed for 28 days. The objects noted in bowel on x-ray were passed/excreted (confirmed by x-ray). The patient is stable and discharged home.